Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that during a rotator cuff repair the surgeon aspirated marrow and passed off the field for processing. When the bmc was separating into the syringe it continued to push product into the syringe until the plunger pushed off, losing all of the product onto the floor. The case was completed without using the bmc.

Manufacturer narrative:
This is a follow-up submission to respond to an FDA letter dated 10/31/19 from (B)(6). The letter stated that the original submission (arthrex case (B)(4)) cites k121124 which is for the arthrex mixing and delivery system and not for an abs-10062t, arthrex angel system with aspiration kit. The letter further states that a supplemental report will need to be submitted electronically to make the correction. The correct 510(k) should be k180180 and is shown in section g of this supplemental report. After this electronic supplemental submission, correspondence by e-mail was sent to ms. (B)(6) alerting her of the action taken.